Event description:
A study initiated in 2009. Probe calibrated normally and recorder set to record when patient left. Patent returned the following day, for probe removal. When the recorder was connected to the computer, it had no data to upload. Events had been written on a diary kept by the patient. The patient was told to use time displayed on the recorder to document on the diary. Physician was notified and patient was notified. We have had problems previously with the ph recorders and sierra scientific replaced both of them. This probe calibrated normally prior to use; however, another recorder was reported to have turned off three times while the patient had it in use, and she had to turn it back on. Dates of use: 2009. Diagnosis or reason for use: to diagnose reflux. Event abated after use stopped or dose reduced?: no.